Event description:
It was reported that on an unknown date, an unknown size device was implanted for an atrial septal defect (asd) when the patient was 6months old. On (B)(6) 2025, the patient came back with severe aortic regurgitation (ar). Upon measuring the annulus it came to just 13mm, the surgeon did a root enlargement & then went ahead with 17mm sjm regent heart valve w/ flex cuff, but unfortunately during implanting it was found that the tissues are obstructing the pivot guards & leaflets. The leaflets were not opening properly and it got removed and replaced with a different valve. The procedure took longer time than usual. The patient was reported discharged.

Manufacturer narrative:
An event of valve leaflets not opening and closing well was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown size device was implanted for an atrial septal defect (asd) when the patient was 6months old. On (B)(6) 2025, the patient came back with severe aortic regurgitation (ar). Upon measuring the annulus it came to just 13mm, the surgeon did a root enlargement & then went ahead with 17mm sjm regent heart valve w/ flex cuff, but unfortunately during implanting it was found that the tissues are obstructing the pivot guards & leaflets. The leaflets were not opening properly and it got removed and replaced with a different valve. The procedure took longer time than usual. The patient was reported discharged.